Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot. Upon functional testing, the fse found that the customer replaced the host pc but did not have cisp level to obtain a new software license. To resolve the reported issue, the fse obtained a new software license as per the philips software license policies and procedures and installed the key on the system and performed a database repair. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, as the customer did not have a software license. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.